Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft, vela suprarenal, limb extension, and a limb stent graft. Endologix became aware of a 1b endoleak against one of these devices on (B)(6) 2018 as reported by dr. (B)(6) at (B)(6) medical center. The endoleak was confirmed by the physician via angiogram on (B)(6) 2018. The patient is asymptomatic and re-intervention is scheduled for (B)(6) 2018.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the type ib endoleak left common iliac artery complaint is confirmed. The complaint is most likely anatomy related; tortuous left iliac artery, 65 ° at implant likely contributed to this event. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: date of report. Additional information: (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient (as scheduled) by implanting two (2) extender ovation devices on (B)(6) 2018.